Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the rubber casing at the end of the trocar sleeve broke off when the trocar was inserted through the sleeve. The surgeon noticed this as the was removing the scope from the sleeve. The surgeon reinserted scope through another trocar and retrieved the rubber piece from pt's abdomen. The device was discarded. The case was extended 20 minutes.